Event description:
It was reported that the clinician inserted the rapid infusion catheter into the vein in the antecubital vessel. During insertion, the catheter broke into three pieces in the patients blood vessel. As a result, two pieces had to be surgically removed in the ICU post surgery. On 11/29/07: additional information received noted that the expiration date of product was 1989.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.